Manufacturer narrative:
Establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient reported the infusion set fell off and product not adhering due to pulled off with clothes.